Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number a9844k and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open colectomy, an ech60s was used to remove the diseased colon and to perform an anastomosis on the ascending/right colon. On the 4th firing with a gst60b, the stapler fired only partially down the jaw. Another gst60b was loaded, and again, the stapler only partially fired. A new stapler was opened and the new stapler fired to close the enterotomy successfully. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. Additional information was requested, and the following was obtained: 1. If yes, did the device deliver any staples? ¿ they said there were a few staples in the proximal portion of the jaw. 2. If yes, were the staples formed properly? ¿ of the staples deployed, yes. 3. If yes, was the staple line complete? - no. 4. Did the device cut? ¿ just the portion of the deployed staples. 5. If yes, was the cut line complete? - no. 6. If yes, was there any issue with the cut line? ¿ not complete. 7. Was there any difficulty opening the device jaws? ¿ not noticed.

Manufacturer narrative:
(B)(4). Date sent 2/27/2026 d4 batch #584d87 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 584d87, and no non-conformances were identified.